Event description:
Reporter called regarding her dexcom g7 sensors. Reporter stated when she trys to insert her dexcom g7 sensor she has difficulties pressing down and it will not release. She has had this issue with 6 dexcom g7 sensors. No adverse event reported. Pt: 4582. Device: 3270. Ref: mw5189657, mw5189658, mw5189659, mw5189660, mw5189661. This report captures dexcom g7 sensor #1.